Event description:
It was reported by the customer the handpiece was delivered to her and told it needs to be repaired. No pt involvement.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the handpiece was returned with a loose mount and was tested on a generator and found to be functional. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found.